Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was further reported that the right ventricular (rv) his bundle lead exhibited high thresholds and no capture. The ra lead and rv his bundle lead were removed and replaced. No patient complications have been reported as a result of this event.